Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd plastipack¿ syringe has been found containing foreign matter before use. The following has been provided by the initial reporter: dirt on the plunger, inside the syringe barrel.

Event description:
It has been reported that the bd plastipack¿ syringe has been found containing foreign matter before use. The following has been provided by the initial reporter: dirt on the plunger, inside the syringe barrel.

Manufacturer narrative:
Correction: sample has been received. Lot number received. Investigation completed. The following information has been updated: h.6. Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. Photos and sample of reported incident were received to analysis where it was possible observe fm at syringe plunger. The potential fm origin is a grease contamination from plunger molding process. The incident identified from this complaint will be monitored for trend evaluation h3 other text : see h.10.